Event description:
Pt presented with malfunctioning port. X-ray indicated fragment of catheter in the right atrium and right ventricle of heart. Interventional radiology accessed right jugular vein to retrieve the fragmented portion of catheter from heart. The mediport was then removed using standard port removal protocols.